Manufacturer narrative:
(B)(4). The case is being categorized as a malfunction in the decision tree to facilitate reporting of a user error where, if the user error were to reoccur, it may cause or contribute to an event. Please note that the product did not malfunction in anyway. Baxter medical assessment: (B)(6) 2010: the drop in body temperature during surgery, from 37 degrees to 35 degrees celsius is not to be considered a serious injury and has not led in this specific patient to any complications. Nevertheless exposure during surgery to liquids with temperatures lower that the physiologic body temperature, if it where to reoccur, may induce vascular spasm or even cardiac arrhythmias, with severe consequences. Adept labeling is requiring the warming up of the product to body temperature, before application. Retraining of reporter has been performed and documented. (B)(4).

Event description:
Adept was used for a patient that was having a laparoscopic gynecological surgery. The patient was in the trendelenburg position, and once adept was instilled in the patient her core temperature dropped to 35 degrees celsius. The patient did not suffer any complications related to this. The customer asked if the product should be warmed prior to use. Baxter informed the customer that the product should be warmed to body temperature.